Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) of an unknown concentration at an unknown dose rate via an implantable pump for malignant pain. It was reported that the patient was in the emergency room (ER) with withdrawal symptoms. It was further reported that the patient stated that they had their pump filled on monday ((B)(6) 2025) and when the pump was interrogated it was showing the reservoir was empty. The company representative was questioning if the healthcare provider forgot to update the pump after the pump was filled.  The company representative has not been able to reach the healthcare provider (hcp) but would continue to try to reach out to the hcp.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in thisreport has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that per physician, it was determined that the patient missed their refill appointment. The managing physician discussed with emergency room (ER) physician and patient was released from ER and was refilled later the same day. It was confirmed that the patient was having withdrawal symptoms due to the pump being empty. The whole event was resolved. The pump was still in use. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.